Manufacturer narrative:
Based on the current information provided, the root causes of the patients' reported post-operative complications leading to death cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of an image in the article was performed by an isi clinical development engineer (cde). Based on the images, the cde was unable to draw any conclusions related to the post-operative deaths noted in the customer notes. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. A review of images in the article has been performed by an isi clinical development engineer (cde). The cde confirmed the images provided show the port placement and stages of dissection for an rpd procedure. Based on the images, the cde was unable to draw any conclusions related to the post-operative death(s) noted in the customer notes. This complaint is being reported due to the following: within the journal article titled, ¿reduced-port robotic pancreaticoduodenectomy versus open pancreaticoduodenectomy: a single-surgeon experience,¿ 5 post-operative deaths were recorded in the study. The patient deaths occurred after da vinci system rpd procedures were performed and were associated with infections that developed more than 20 days after surgery. The causes of the post-operative infections leading to patient death are unknown.

Event description:
Intuitive surgical, inc. (Isi) became aware of a surgery today article titled, ¿reduced-port robotic pancreaticoduodenectomy versus open pancreaticoduodenectomy: a single-surgeon experience¿ (chiang, c, chiang, c., et al., 2022). Within the journal article, post-operative deaths involving da vinci-assisted surgical procedures were noted: there was one death within 30 days and 4 deaths within 90 days in the reduced-port robotic pancreaticoduodenectomy (rpd) group. The objective of the study was to compare the safety and efficacy of reduced-port rpd versus open pancreaticoduodenectomy (opd). This prospective cohort study comprised of adult patients who underwent reduced-port rpd (single-port or single-site plus one port) or opd for malignant tumors of the pancreas and periampullary region from july 2015 to october 2020 at a single medical center. Included in the study were 45 adult patients 18 years and older who underwent a reduced-port rpd and 13 patients who underwent opd. The surgical technique described in the observational study included two types of reduced-port rpd: single-port and single-site plus one port rpd. Data was collected on the patient demographics, perioperative results, oncologic outcomes, and one year survival. The 30-day and 90-day mortality between reduced-port rpd and opd was compared to evaluate the safety profile of the procedures. To determine the factors associated with 90-day mortality, multivariate logistic regression based on predefined clinical variables were performed. A subgroup analysis to compare single-port rpd and single-site plus one port rpd was also evaluated. The study recorded 5 post-operative deaths that occurred after a da vinci system rpd procedure. Within the article, it is noted that in the study, these deaths were associated with infections that developed more than 20 days after surgery. Furthermore, it is noted: "our findings were consistent with previous studies, which showed that the development of postoperative complications was a risk factor for a reduction in the overall survival in patients who undergo curative surgery for pancreatic cancer [12]. Taken together, our results suggest that while the reduced-port rpd procedure is safe, postoperative management of patients who undergo pd remains important [14]." Isi has reached out to the author to obtain additional information but has not yet received a response.